Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level of 741 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, a resume pump alarm was received when insulin deliveries had not been stopped. Reportedly, the customer was using pump supplies beyond labeling. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.